Event description:
It was reported that the tubing sets were missing the roller clamp when the packages were opened. There was no patient involvement.

Manufacturer narrative:
Device history record for model: 2420-0500, lot: 20043250 shows that the set was manufactured on 12 april 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing sets were missing the roller clamp when the packages were opened. There was no patient involvement.